Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as scarring underneath the ECG electrodes. There is no indication of medical intervention. Follow up with the patient was completed and the skin irritation was improving.